Event description:
It was reported by the customer "today two different nurses with two different port needles in different kits had resistance when priming the tubing and were leaking at the site where the tubing connects to the port." This report will address both needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was 15 sealed 20g x 0.75in. Miniloc port access kits. A gross visual inspection of the returned units found no damage or defects to the components. All units were leak tested by flushing with water using a luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed. No defects were observed during investigation of the returned samples; however, all returned samples were in their original sealed packaging, suggesting that the originally implicated device(s) was not returned.

Event description:
It was reported by the customer "today two different nurses with two different port needles in different kits had resistance when priming the tubing and were leaking at the site where the tubing connects to the port." This report will address both needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.